Manufacturer narrative:
A picture depicting the burned board was provided. Review of instrument service history revealed no additional issues of visible smoke reported on (B)(4) on or around the date of this complaint. Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The evidence of burning was limited to the board. The damage did not spread to other parts of the instrument. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The peristaltic tubing on the architect c4000 analyzer leaked onto the cnn board in the power supply and caused it to smoke. No fire was observed. No injury was reported. Service replaced the leaking tubing and a cable on the board.